Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to take the medication out due to medications settings issue. A technical support specialist checked the server using the visit identity (ID) provided and identified that the order gave amount was set to 12.5 mg while the medication strength was 25 mg, reviewed the manage inventory settings and noted that remove fractional unit was not enabled, even though the medication was configured with a fractional unit of measure in the facility formulary. The tss requested customer to enable the 'remove fractional unit' option. The tss also recommended enabling the "split allowed" and "fractional unit of measure" settings to strength for the medication metoprolol succinate 25 mg. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station had not allowed nurses to remove medication. The user stated no issues with the drawers or cubies and suspected a system issue preventing medication removal. The error message displayed was "not available, problem with the ordered amount". The user also stated that all stations had the same issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.